Event description:
This lead was implanted on (B)(6) 2011 and will be revised on (B)(6) 2011 for stimulation in all IV lead configurations. The physician is dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).